Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient had her new pump put in, her pain was worse and they were still working to get the 'numbers right' as far as the medicine 'and stuff.' When the patient had their personal therapy manager (ptm), she was able to give herself a bolus and on a scale of 1-10, the pain relief was a 3. However, on (B)(6) 2013 the patient's purse and ptm were stolen. It was reported the patient was in so much pain she couldn't relieve it and had not been asleep all day. The patient's legs felt 'so bad' and was reportedly 'falling all over the place because it hurt so bad.' With the patient's new pump, only fifty percent of the medication was delivered of what she was on a continuous basis. On (B)(6) 2013, the patient had asked their hcp to increase the dose and was told they have to go slow. On (B)(6) 2013, the patient's blood pressure was also reportedly 159/97 and it was noted 'that is not me at all' and the patient reportedly had horrible chest pains. It was noted the patient had asked for her hcp to put her new pump in a different location but the hcp put it in the same exact place as the previous pump. It was reported a child ran into the patient with a kiddy cart and hit her where the pump was on (B)(6) 2013. Also, that the patient had already had three instances where she had hit it and then 'saw stars and it hurt.' It was noted the patient had never been pain free since her accident but the pump did make it manageable. The patient reportedly was not able to cook, run a vacuum and couldn't do regular activities and was bed bound. The patient planned to try to go in to her hcp's office on the day of this report to try to get medication to help. It was noted the patient had been on dilaudid 4mg for breakaway pain but the hcp had taken her off because it was addicting and the hcp had told all the clinics not to give the patient medication. The patient just wanted to sleep but when she was asleep she 'didn't know her actions at all.' It was noted the patient's hcp would not help the patient with their pain. The patient reportedly could not sleep for three days and had asked for medication to help the pain but the hcp denied the patient and said 'we want to make sure everything is ok now.' Because the patient's pain was worse, it was noted the health care provider (hcp) was trying to figure out if there was something wrong with the pump or not. It was noted a dye study had been ordered 'asap/urgently' however the reporter didn't know the date yet. When the patient had been at her hcp's office the day before this report, they were reportedly trying to contact the diagnostic imaging company for the dye study but there was no response. The patient's (hcp) had reportedly given the patient a shot of solumedrol in the catheter access port on (B)(6) 2013. The patient didn't feel good after the shot and it didn't help much with pain. It was noted the patient has had 9 surgeries on her back and didn't want to do another one. The device system was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).